Event description:
It was reported by the neurologist that his handheld¿s screen freezes after interrogating a generator. The handheld requires a hard reset in order to function again. The handheld has been replaced, and attempts have been made to obtain the non-working device for evaluation but the device has not been received to date.